Event description:
It was reported by a customer on (B)(6) 2010, the fiber cap detached; the fiber tip (cap) was flushed from the bladder and down drain at 13,660 joules. No patient injury was reported.